Manufacturer narrative:
The involved devices were not returned to dräger despite repeatedly requested. A reliable conclusion in regard to the exact root cause was thus not possible. During the on-site inspection, a stiff handwheel was found, which would have been detected during the required inspection before use (according to the IFU). It cannot be excluded that the perceived low output was related to an issue with the patient gas monitoring. Monitoring of anesthetic agent concentration is required, refer to standards iso 8835-4 and iec 60601-2-13. With a monitor - fulfilling international standard iso 21647 - user will be permanent informed about agent concentration at y-piece and will be alarmed audibly and visibly, if set alarm limits have been exceeded. The user has room to react accordingly and can initiate countermeasures timely, if measured agent concentration at patient will not meet desired one. Additionally, the anesthetist monitors multiple patient parameters and vital signs as basis for his diagnosis for the patient status.

Event description:
It was reported that the user had the concern that the appropriate gas was not being delivered, removed the vaporizer and gave additional medication to the patient. No patient consequence have finally occurred from the event.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the user had the concern that the appropriate gas was not being delivered, removed the vaporizer and gave additional medication to the patient. No patient consequence have finally occurred from the event.